Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ten days post implant the patient¿s implantable cardioverter defibrillator (ICD) was alerting due to high and undefined rv coil and svc (superior vena cava) coil impedances and high and undefined pacing impedances. The patient went in for a lead revision procedure where it was found to be a loose setscrew, as a tug test on the rv coil pin was done and it came out of the device header without backing out the setscrew. The lead pin was reinstered and tightened down. All measurements were then within normal limits. The ICD remains in use. No patient complications have been reported as a result of this event.